Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of capturing problem and compressed inner helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection found inner helix was compressed out of specification. The compressed inner helix may have contributed to the reported capture anomaly noted in the field. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found battery depletion was premature. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short, which resulted in premature battery depletion of the device.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of capturing problem was not confirmed while the event of compressed inner helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted no anomaly on the outer helix and inner helix was compressed out of specification. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found battery depletion was premature. Analysis performed, found no anomaly contributing to reported event of capture problem. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short, which resulted in premature battery depletion of the device.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited poor capture thresholds. The lp was removed and it was observed the helix was compressed. A different lp was used to complete the procedure. The patient was in stable condition.